Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a guidewire fragment stuck in the lumen. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a guidewire was unable to be pre-loaded in the lead after a previous guidewire had been used for lead placement. The lead was not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.